Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.

Event description:
Patient developed 3 dots (hyperpigmentation) and clustered- appeared to be a burn upon exam.